Event description:
In this event it was reported that an x-post broke after one year. As a result, the tooth was extracted to retrieve the separated piece.

Manufacturer narrative:
Because evaluation of the device involved is not complete as of this report and since a separated post could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device will not be returned to the manufacturer for evaluation because it is unavailable. The lot number was not provided for retained-product testing and/or DHR review.